Event description:
The customer reported jaws would not open after the device cut patient tissue. The jaws were not on tissue at te time they would not longer open. The device was returned to covidien for investigation and it was found that a portion of the clear insulation was missing. The customer confirmed that the clear insulation disengaged during the case but did not fall into the patient cavity. It is unknown what caused the damage. There was no injury to the patient.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(4) 2013. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.